Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
On april 7, the distributor reported the additional information: the pump history was reviewed, and no battery issues were observed on the reported event date. Past history showed battery depleted with appropriate low power alerts/alarm. Troubleshooting found the pump battery depleted as expected; no device issue was identified. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.